Manufacturer narrative:
Tech found that the right head panel gas spring was faulty. The tech replaced the right head panel gas spring to resolve the issue.

Event description:
Tech alleged that the head panel will not go all the way down. No pt impact.